Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with steel cannula infusion sets and g7 sensor, including a highest glucose of 348 mg/dl over approximately 7 hours, with no ketone testing, no backup therapy, and no medical intervention. Symptoms included hyperglycemia without reported acute complications. Outcomes included no functional impairment, no hospitalization, and no emergency care. Investigation included user interview, review of device use and meal behavior, and troubleshooting and education focused on meal announcements; the user had not been announcing meals and had a recent steroid injection. Investigation of this case revealed that missed meal announcements and concurrent steroid use were contributory to the hyperglycemia, with no device alarms or component malfunctions identified. It was concluded, based on previously established findings for similar reports, that use-related factors and concomitant medication effects were the most likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.